Manufacturer narrative:
Date received is date of ECG review. Method: data in device memory reviewed. Conclusions: report is being filed as it cannot be concluded that recurrence would not result in delay of therapy.

Event description:
Retrospective review of ECG related to device use during post-market study shows on-off button pressed during deployment. (B) (4).